Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the white pad on the device blade lifted from the metal during procedure. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 4/20/2009. Information anticipated, but unavailable at this time.